Event description:
It was reported that during an unspecified emergency surgery, it was observed that the small battery drive device had intermittent operations. According to the report, the device could be played with and eventually would work. There was an eight to ten minute delay in the surgical procedure. A spare device was available for use to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to motor or electronic control unit assembly failure due to immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.